Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the pans has some of the inserts that hold the calcar planers are broken off. The handle and the stem inserter shaft are sticking together and seem to be cold welded. Note body (english) a. Unable to add ip for the products 201007120 (actis curved inserter shaft) and 259807460 (ea universal stem insert handle) as per der given. B. Wrong alert date, event date and ra awareness date -it should be (B)(6) 2021 as per the der. C. There is no need to follow-up for the following: a. Lot code-na in the der. B. What part of the instrument broke-pan of the inserts has broken off c. Did it break into two or more pieces- it was indicated that the pan of the inserts has broken off d. Were all pieces retrieved from the patient-na.